Event description:
It was reported that the product is defective per the oral surgeon. The product did not fit properly customer used another device to complete the procedure. No other symptoms were reported. Patient wont return for an additional appointment. Tooth # not reported.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4).

Manufacturer narrative:
An unk implant and two certain bellatek encodehealing abutment 4.1mm(d) x 5mm(p) x 4mm(h) (2x ieha454) were not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Pre-existing patient factors, x-ray, tooth location is not relevant to the reported event. The length of the device usage is unknown. Pictures were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1236825). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information for unk implant. Complaint history review was performed for the reported lot number (1236825) for similar event and no other complaint was identified. Post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified, and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.